Event description:
It was reported that an occlusion alarm occurred earlier in the day. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.